Manufacturer narrative:
Date of initial report : 2017-04-21 the incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a nephrectomy, a white element fell within the patient cavity during use of the device. It could not be confirmed whether or not the element was from the device. It was retrieved and a new device was used to continue the procedure. No patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Hold k.o. 5-10-18

Manufacturer narrative:
Date of initial report : (B)(6) 2017 date of follow-up report: 2017-07-31 one used lf1737 ligasure device was received, and evaluation of the sample confirmed the reported issue. The device was returned with two broken white pieces of plastic. An evaluation by the manufacturing engineer confirmed the pieces of plastic were from the mid-frame locator pin of the device handle. However, the root cause of the fractured device could not be determined. No trend has been associated with this issue. If information is provided in the future, a supplemental report will be issued.